Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash underneath the lifevest. The patient was given a prescription from his physician for triamcinolone acetonide cream. After using the cream it was reported that the irritation improved.